Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the proper air removal techniques. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose (bg) level was 534 mg/dl. Customer administered a manual injection of insulin to address high bg.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The tandem pump user guide instructs the user to remove any residual air from the cartridge.